Event description:
A copy of medwatch #0503240000-2005-8047 was received from FDA. In the medwatch form, it was reported that a nurse found blood leakage into the shealth of the icp monitor. The reported blood leakage was detected immediately and no patient harm was reported. The integra neurospecialist provided the following information. The incident occurred in 7/2005. Physician inserted the ip2 double luman bolt which is used to combine the cc1.p licox catheter and the 110-4l icp catheter which is sold separately. Both catheters were inserted into the luman of the bolt. They inserted the bolt into a hematoma and when the compression ring was tightened, blood flowed back into the catheters. The blood never went as far into the shealths of the catheters as to contaminate the monitors. Physician did not replace the licox system. Both catheters are to be returned for investigation. This MDR is linked to MDR# 9617494-2005-00017.